Event description:
During a direct anterior approach to total hip arthroplasty, a male nurse operating the yuno extension device, pinched his hand on the table between his thumb and index finger, receiving a minor cut. Gauze and tape were used to stop the bleeding. (B)(4).

Manufacturer narrative:
Maquet has traced the source of the injury to a missing guard on the extension device. This guard is mounted to the extension during the assembly process and is not a removable part. Maquet has initiated an investigation of this event. Add'l info will be provided in a f/u report. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. (B)(4).